Event description:
Case number: (B)(4), rob833- mps reported arm jerking up prior to the last cut. Case type : tka.

Manufacturer narrative:
Update to b5 and d2. Reported event: case number: (B)(4), rob833- mps reported arm jerking up prior to the last cut. Product inspection: problem reproduced? No. Trouble shooting notes: none. Work performed: investigated for reported issue, only issue found was dirty camera lenses. Performed pm service. No other problems observed and no additional actions were warranted. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history record for rob833 shows that on 15/11/2018, 01 device was manufactured and placed on: qt. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Compliant history review: a review of complaints in catsweb and trackwise related to p/n 209999, rob833 shows no additional complaints related to the failure in this investigation. Conclusion: system is ready for clinical use.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4)- mps (B)(6) reported arm jerking up prior to the last cut. Case type : tka.